Event description:
Depuy spine was made aware of a possible charite adverse event. A pt who was implanted with charite artificial disc in (B)(6) 2009, at l4/5 and medtronic interbody device and fusion hardware at l5/s1 is reported to have experienced minor sexual dysfunction (less intense ejaculation) following surgery. It is not known at this time if this is device/procedural related. Symptom was reported after surgery and has continued at last visit with his surgeon. Depuy spine has decided to take a conservative approach at this time and report this as an adverse outcome.

Manufacturer narrative:
The device remains implanted. It cannot be determined whether the depuy spine device may have caused or contributed to the issue reported by the pt. Depuy spine is taking a conservative approach and filing a medwatch report. No conclusions can be made at this time. The event as reported cannot be attributed to the device itself, however the problem may be procedural related.